Event description:
It was reported that there was erosion of the system through the patient¿s skin. An infection was also noted. The surgeon decided to remove the left side system once "it had been seen" during the removal of the right system [see note below]. The reporter was unsure if the patient was going to be implanted with a replacement system. Refer to manufacturer¿s report number 3004209178-2015-05329 for information pertaining to the patient¿s other system.

Manufacturer narrative:
(B)(4)